Manufacturer narrative:
(B)(4). If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2013 and the mesh was implanted. It was reported that the mesh was not safe. It was also reported that it has ruined the patient's life, causing chronic pain and multiple complications.